Event description:
(B)(4). About 2 years after implantation, I began to experience many side effects - most were subtle at first, but they all grew worse over the last 2 years: acute abdominal pain over the exact location of the coils (that doesn't ever move); significant acne (something I haven't had in the 38 years before essure); significant hair loss/thinning; extreme, debilitating, daily fatigue.

Event description:
(B)(4) four years after implantation, and after increasing symptoms (including brain fog/memory loss, heart palpitations, and poor immune system), I had a total hysterectomy (removal of tubes - with coils intact - uterus and cervix) and saw improvement or elimination of all symptoms. So six-months post-op, I'm left with continued hair thinning and - thanks to the legal protection of this device - a whopping medical bill that will take me many years to fully pay off. But I am 100% convinced that essure was the cause of all those symptoms I listed here and in my original report, and I am glad it's gone. I just wish this would be taken off the market so other women could be spared from this toxic device.